Event description:
It was reported the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 427 mg/dl. The customer started having high blood glucose on friday when she had the surgery and is also getting a low res and health care provider did increase her basal rates since she is having highs due to surgery. The customer declined troubleshoot for high blood glucose because she knows this is due to her surgery. The customer was advised to call back if she continues to have these issues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.